Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported to philips that the device will not power on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 14sep2020 b4: (B)(6) 2020 a philips field service engineer (fse) was dispatched to the customer site. The evaluation of the device for the reported issue was unable to be replicated. The fse did discover the additional failures for oxygen delivery test and keypad test failed during the extended self-test. Additional cases were opened to investigate each component. The necessary parts were replaced and the device passed verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15oct2020 b4: (B)(6)2020 the field service engineer replaced the sensor pcba to resolve the oxygen test failure and the flex circuit cable to resolved the keypad test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.